Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of a too hot wrap is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is a quality complaint for a too hot wrap and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 24-nov-2023, a spontaneous report from the united states was received via email regarding a female (age not provided) who used a thermacare lower back & hip heat wrap. On an unspecified date, the consumer topically applied a thermacare lower back & hip heat wrap for an unspecified indication. After 10 to 15 minutes of using the heat wrap, the consumer took the product off because it was too hot. She couldn't leave it on her body for more than 10 to 15 minutes. She noted that the heat wrap was way hotter than any other ones that she had used. The consumer declined to provide further information.